Manufacturer narrative:
(B)(4). The device was discarded by the account after the first procedure and will not be available for return. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the laparoscopic suprarenalectomy procedure was ended without inconveniences. More or less two hours later, the patient who was in recovery room showed hemodynamic changes. The patient returned to surgery and had to be re-operated by laparotomy where bleeding was found in the cavity. The only evidence is the vessel with the staples and a leak in the line of the staples.